Event description:
It was reported that wire was exposed at the collarbone area. It was confirmed that extensions appeared to be visible at the collarbone. Patient dbs system is still active in providing therapy with no known issues. Patient is schedule to visit hcp for evaluation on (B)(6) 2026. The manufacturer representative provided additional information indicating that the cause of the exposed extensions remains unknown, and no contributing factors were identified. Surgical intervention was planned for march 17 with battery and extension removal. The issue is considered resolved. The physician confirmed the information. The manufacturer representative provided additional information confirming that both extensions were cut above the collarbone and removed, and the battery was explanted during the procedure.

Manufacturer narrative:
Continuation of d10: product ID 37085-60 serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2026 product type extension. Product ID 37085-60 serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2026 product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(6), ubd: 19-mar-2014, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(6), ubd: 10-mar-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.